Manufacturer narrative:
The customer¿s report of a crack at the base of the drip chamber spike was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted that the base of the drip chamber spike was cracked and broken. Closer inspection of the crack under magnification did not see any evidence of tool marks or scratch marks. Functional testing was not performed due to the crack at the drip chamber spike base. The crack breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Event description:
Product was received as a receiving discrepancy with no event or patient information. Although requested, there is no further patient or event information available.